Event description:
Litigation papers allege that subsequent to the hip replacement, patient was no longer able to ambulate. It is also alleged that due in part to his inability to ambulate, patient passed away on (B)(6) 2010. It is further alleged the product caused edge-loading and shedding debris in patients right hip joint causing him to suffer elevated levels of cobalt and chromium, and ongoing right hip and groin pain.

Manufacturer narrative:
Litigation papers allege that subsequent to the hip replacement, patient was no longer able to ambulate. It is also alleged that due in part to his inability to ambulate, patient passed away on (B)(6) 2010. It is further alleged the product caused edge-loading and shedding debris in patients right hip joint causing him to suffer elevated levels of cobalt and chromium, and ongoing right hip and groin pain. Doi: (B)(6) 2008 - dor: none reported (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.